Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to server issue. A technical support specialist assigned the unit to the device area in which the patient was admitted to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system orders were not crossing over. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.